Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys troponin t assay (tnt) on a cobas 6000 e 601 module (e601). The sample initially resulted with a tnt value of 0.381 ng/ml. The customer always repeats positive tnt values prior to reporting the value outside of the laboratory, so the sample was repeated. The repeat result from the sample was 0.393 ng/ml. The result was reported outside of the laboratory at 19:57 and the patient was directed to go to the emergency room. The patient was later admitted to the hospital where additional testing was performed. Samples were collected from the patient and tested for troponin I (tni) using the advia centaur xp method. The following results were obtained with tni testing: (B)(6). Based on testing performed on the patient at the hospital, myocardial infarction was ruled out. Prior to being sent to the emergency room, the patient was not treated while at the customer site. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4). The field service engineer could not determine a cause. He checked probe alignments, fluidics, voltages, and temperatures. He performed measuring cell preparation maintenance, a system volume check. He adjusted pressure and voltage. He ran performance testing and this passed. Quality controls were within range on the date of the event. The investigation was unable to find a definitive root cause. No sample from the patient was available for further investigation.